Event description:
It was reported that during an unknown procedure some unformed staples were found after firing. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the tlh30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.